Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3522 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "vat received a call this morning about a leaking PICC for a pt . I assessed the line and it appears to be leaking at the hub connection site. I changed out the one link end caps and also flushed a syringe only but leaking continued. There was increased leaking with the end cap but did note some fluid in the threads of the hub when using the syringe only." Add info rec'd 07/01/2022: what type of catheter securement was utilized? 2.0 ethilon suture placement date: (B)(6) 2022. Explant date: replaced (B)(6) 2022.